Event description:
(B)(6) (cc) called in to report the system was unable to communicate with the steris external monitor via hdmi cable. Cc reported two other s8 systems at the account were able to successfully communicate with the steris external monitor. Cc reported that the external display settings on all s8's were the same and the external display was turned on. Cc reported when the systems that would successfully communicate, a light would come on the box indicating that it saw the connection between the s8 and that system. Cc reported this system when plugged into the steris had a flashing light and then the light would not appear upon the system booting up. Cc reported when the system was connected, the monitors on the s8 were functioning as intended, it was just not able to display to external monitor. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).